Manufacturer narrative:
The customer's meter was received for investigation and was tested with retention strips and control material. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 45, 45, 45 mg/dl, level 2: 302, 299, 305 mg/dl. All results were within the acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Factors that can influence the results include traces of food on the fingers or fatty residues from skin cream products, impaired peripheral circulation, or the patient¿s medical condition and/or medicine.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high glucose results from accu-chek inform ii meter serial number (B)(4). Patient 1 patient result at 4:48 am was 321 mg/dl and at 4:54 am was 176 mg/dl with the same meter. Patent 2 (male, (B)(6)) the result at 12:05 am was 586 mg/dl and at 12:07 am was 355 mg/dl. At 12:11 am, the result with meter serial number (B)(4) was 330 mg/dl. The customer was not aware of any treatments given or delayed based on the meter readings. Both patients have since been discharge from the hospital. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.